Event description:
The customer received questionable ise results for 24 patients. Ise results for 20 of the patients were erroneous. All samples were repeated on the same analyzer, all units of measure are in meq/l: patient 1, initial potassium result was 2.9. The physician questioned the result and the sample was repeated twice on (B)(6) 2010. The repeat potassium results were both 4.5 (accompanied by data flags). Patient 2, tested (B)(6) 2010, initial potassium result was 3.1. The repeat result, tested (B)(6) 2010, was 4.9. Patient 3, tested (B)(6) 2010, initial potassium result was 3.1. The repeat result, tested (B)(6) 2010, was 4.3. Patient 4, tested (B)(6) 2010, initial potassium result was 3.1. The repeat result, tested (B)(6) 2010, was 4.5. Patient 5, tested (B)(6) 2010, initial potassium result was 3.3. The repeat result, tested (B)(6) 2010, was 4.5. Patient 6, tested (B)(6) 2010, initial potassium result was 4.0. The repeat result, tested (B)(6) 2010, was 4.8. Patient 7, tested (B)(6) 2010, initial potassium result was 3.0. The repeat result, tested (B)(6) 2010, was 4.1. Patient 8, tested (B)(6) 2010, initial sodium result was 126. The repeat result, tested (B)(6) 2010, was 137. Patient 9, tested (B)(6) 2010, initial potassium result was 4.0. The repeat result, tested (B)(6) 2010, was 4.9. Patient 10, tested (B)(6) 2010, initial sodium result was 128. The repeat result, tested (B)(6) 2010, was 141. Patient 11, tested (B)(6) 2010, initial potassium result was 3.2. The repeat result, tested (B)(6) 2010, was 4.6. Patient 12, tested (B)(6) 2010, initial potassium result was 3.1. The repeat result, tested (B)(6) 2010, was 4.5. Patient 13, tested (B)(6) 2010, initial potassium result was 3.0. The repeat result, tested (B)(6) 2010, was 3.9. Patient 14, tested (B)(6) 2010, initial potassium result was 2.9. The repeat result, tested (B)(6) 2010, was 4.1. Patient 15, tested (B)(6) 2010, initial potassium result was 3.8. The repeat result, tested (B)(6) 2010, was 4.5. Patient 16, tested (B)(6) 2010, initial potassium result was 3.4. The repeat result, tested (B)(6) 2010, was 4.6. Patient 17, tested (B)(6) 2010, initial potassium result was 3.2. The repeat result, tested (B)(6) 2010, was 4.7. Patient 18, tested (B)(6) 2010, initial potassium result was 3.5. The repeat result, tested (B)(6) 2010, was 4.3. Patient 19, tested (B)(6) 2010, initial potassium result was 3.0. The repeat result, tested (B)(6) 2010, was 3.9. Patient 20, tested (B)(6) 2010, initial potassium result was 3.6. The repeat result, tested (B)(6) 2010, was 4.4. All initial results were reported, the patients were not treated based on the erroneous results. The potassium and sodium electrode lot numbers were not provided. The field service representative determined a fluidic failure caused the discrepancies. He found the ise waste valve was occluded. He removed and cleaned the valve and flushed the waste line. The field service representative performed performance tests which were within specification.